Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2020 getinge became aware of an issue with the one of our surgical light ¿ powerled. According to customer allegation an issue with the power at the light head occurred. During inspection performed by getinge representative at customer site it has been found that apart from the complained situation also an issue with chipped paint occurred. No injury has been reported due to reported situation, however we decided to report this case in abundance of caution as any pieces of paint falling down may be a source of contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights- powerled. According to customer allegation an issue with the power at the light head occurred. During inspection performed by the getinge representative at the customer site it has been found that apart from the complained situation also an issue with chipped paint occurred. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification as paint chipping can be considered as technical deficiency of the device, and the device contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. Peeling paint is indicated by our product experts to likely be caused by mechanical collision of the light parts. Unsoldered wires which led to the situation when the light did not work could be a result of mechanical strength applied during usage of the device, therefore it could be connected with both improper installation or improper maintenance of the device, however without more detailed information we are not able to confirm this root cause. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number(B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number (B)(4).